Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the scratches on insulin pump screen making hard to read. The customer stated that the insulin pump had battery cap was worn away and harder to open, multiple random no delivery alarms occurred. Customer reported that the insulin pump louder buzzing noise during rewind. The insulin pump will not be returned for analysis.